Event description:
It was reported that device leak and fabric tear occurred. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was implanted with no complications. At the 45 day follow up, transesophageal echo revealed linear discontinuity in the fabric near the mitral edge. Color doppler flow was noted at this same location that suggests a tear in the fabric. There is also bidirectional color doppler flow at this site. The device remains in service with no adverse effects on the patient.

Event description:
It was reported that device leak and fabric tear occurred. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was implanted with no complications. At the 45 day follow up, transesophageal echo revealed linear discontinuity in the fabric near the mitral edge. Color doppler flow was noted at this same location that suggests a tear in the fabric. There is also bidirectional color doppler flow at this site. The device remains in service with no adverse effects on the patient.